Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of amiodarone during therapy in the intensive care unit (programmed amount unknown). The amiodarone was provided in a "bolus bag" , "however when the maintenance dose was to be provided, the user did not change the settings on the device to maintenance dosage and the maintenance dose was provided at the bolus rate. The maintenance dose was supposed to be set up for a 24 hour delivery and was infused in about an hour". It was also reported there was no patient injury.